Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: the patient bled postoperatively. The surgeon took the patient back to the operating room on (B)(6) 2011 to stop the bleeding at the jejunojejunostomy site. The anastomotic staple line was bleeding. Sutures were placed to stop the bleeding.

Manufacturer narrative:
(B)(4).